Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the lens, and the clinic are convinced that was because of decentration. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter indicated they do not want to be contacted. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).